Event description:
Buretrol chamber squeezed by rn to fill the chamber. Minimal pressure applied and chamber cracked in middle of chamber at printed calibration scale. Tubing immediately disconnected from patient and another buretrol set primed and placed on IV. Second buretrol set pulled loose from lower y site and immediately discontinued. Third buretrol set obtained, primed and added to IV. No problems noted with 3rd set.====================== health professional's impression====================== staff feels it is in the manufacturing